Event description:
The following information was reported to gore: on (B)(6) 2011, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using non gore device. On (B)(6) 2016, a reintervention was performed to treat bilateral distal type I endoleak using gore® excluder® aaa contralateral leg endoprosthesis. On (B)(6) 2023, an emergent reintervention was performed to treat an impending rupture of aneurysm caused by a type iii endoleak from the junction between non gore device and the contralateral leg endoprosthesis due to proximally migration of the non gore device. An additional stent graft was deployed between the separated devices. The patient tolerated the procedure. Reportedly, a coil embolization was performed to treat aneurysm enlargement due to type ii endoleak on an unknown date, but aneurysm enlargement was still observed after the coil embolization. The physician reported that it is not clear what was caused the aneurysm enlargement, but it possible that the type iii endoleak from the junction between non gore device and gore device might contribute the aneurysm enlargement.

Manufacturer narrative:
H.6: code c20: a review of manufacturing records could not be verified as the lot/serial number involved in this complaint was unknown. H.6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instruction for use, physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleaks, aneurysm enlargement, and ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.